Manufacturer narrative:
The insulin pump was received with critical pump error and a pump error alarm due to broken trace on the force sensor flex cable. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error alarm on the insulin pump. They were changing the reservoir and going through the rewind process when the alarm occurred. The customer¿s blood glucose level was 123 mg/dl. The customer was already disconnected from the insulin pump. The customer stated that they were not able to clear the alarm. The customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.